Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose levels within the past month. Reportedly, the contact consulted with healthcare provider and adjusted the settings to address bg level. No additional information was provided.